Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number updated from 8072117 to 8072171. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separation and difficulty to remove appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the external carotid artery that did not have any calcification. The lesion was being dilated and a 3 cm balance middleweight (bmw) guide wire was used and did not meet any resistance during the procedure. However, the device met resistance with the anatomy during removal, and the tip of the guide wire separated into 2 parts inside the anatomy. Therefore, a cut-down procedure was performed to remove the separated portions from the left carotid artery and the descending aorta. There was no adverse patient sequela reported. No additional information was provided.